Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient was not crossing over and was not appearing in the station¿s patient list. The customer attempted to add the patient as a temporary patient; however, the issue persisted. The customer also provided a sample patient and saved it in ephi. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.